Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation"), device expulsion ("perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation") and endometrial ablation ("ablation") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, miscarriage and blighted ovum. Previously administered products included for polycystic ovary syndrome: metformin from 2003 to 2011. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2011 to 2015 for menstrual cycle management. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced irritable bowel syndrome ("irritable bowel syndrome (ibs)") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), change of bowel habit ("low bowel movements / abnormal bowel movements"), abdominal pain ("abdominal pain / constant, severe abdominal pain / severe stomach pain") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device expulsion, endometrial ablation, female sexual dysfunction, dyspareunia, fatigue, irritable bowel syndrome, urinary tract infection, migraine, headache, nausea, weight increased and complication of device removal outcome was unknown, the dysmenorrhoea and abdominal pain was resolving and the change of bowel habit had resolved. The reporter considered abdominal pain, change of bowel habit, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, migraine, nausea, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Essure confirmation test: dye test: (B)(6) 2013: tubes were blocked. Sonogram was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, change of bowel habit, device expulsion, uterine perforation, urinary tract infection, migraine, headache, nausea, weight increased, abdominal pain, ablation and complications from essure removal procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 31-jan-2018: pfs received. Events- "apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, irritable bowel syndrome (ibs), low bowel movements, perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation, perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation, urinary tract infection, migraines, headaches, nausea, weight gain, abdominal pain / constant, severe abdominal pain" and ablation, reporter, historical drug and condition, concomitant drug added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterusand uterine perforation/'), embedded device ('there is essure coil embedded in the right side of the myometrium'), device expulsion ('perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterusand uterine perforation/ us shows right coil extending into uterine ca'), menorrhagia ('abnormal bleeding (vaginal & menorhagia)') and endometrial ablation ('ablation') in a 34-year-old female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, miscarriage, blighted ovum, hypermenorrhea, ovarian cyst and polycystic ovarian syndrome. Essure confirmation test : dye test : (B)(6) 2013 : tubes were blocked. Sonogram was performed. Previously administered products included for polycystic ovary syndrome: metformin from 2003 to 2011. Concurrent conditions included obesity, urinary urgency, heartburn and depression. Concomitant products included oral contraceptive nos from 2011 to 2015 for menstrual cycle management as well as ethinylestradiol;norgestimate (ortho tri-cyclen). In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal & menorhagia)"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("irritable bowel syndrom (ibs)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), infrequent bowel movements ("low bowel movements / abnormal bowel movements"), abdominal pain upper ("abdominal pain / constant, severe abdominal pain / severe stomach pain"), complication of device removal ("complications from essure removal procedure") and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes), partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes),partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, menorrhagia, endometrial ablation, female sexual dysfunction, dyspareunia, fatigue, irritable bowel syndrome, headache, nausea, weight increased, complication of device removal and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, infrequent bowel movements, urinary tract infection, migraine, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fatigue, female sexual dysfunction, headache, infrequent bowel movements, irritable bowel syndrome, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 222 lbs. Trailing coils: left: 1 right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test: on (B)(6) 2015: right fallopian tube, no pathologic diagnosis. Left fallopian tube. No pathologic diagnosis and coil. Uterus and cervix: chronic cervicitis. Subserosal leiomyoma. Proliferative: endometrium. Extensive adenomyosis. Endometriosis on me serosal surface. There is essure coil embedded in the right side of the myometrium. Ultrasound scan: on (B)(6) 2015: essure coil seen within the fundus endocanal. Left essure coil appears in the cornu. Bilateral ovaries, cervix, adnexal, uterus. Essure coil in fallopian tube.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, change of bowel habit, device expulsion, uterine perforation, urinary tract infection, migraine, headache, nausea, weight increased, abdominal pain, ablation and complications from essure removal procedure. ¿concerning the injuries reported in this case, the following one were described in patient¿s mr : device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation/"), embedded device ("there is essure coil embedded in the right side of the myometrium"), device expulsion ("perforation (uterus) - coil punctured uterus / malposition of essure device - inside uterus / migration of essure device -inside uterus / migration of essure device- inside uterus and uterine perforation/ us shows right coil extending into uterine ca"), menorrhagia ("abnormal bleeding (vaginal & menorhagia)") and endometrial ablation ("ablation") in a 34-year-old female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, miscarriage, blighted ovum, hypermenorrhea, ovarian cyst and polycystic ovarian syndrome. Essure confirmation test : dye test : (B)(6)2013 : tubes were blocked. Sonogram was performed. Previously administered products included for polycystic ovary syndrome: metformin from 2003 to 2011. Concurrent conditions included obesity, urinary urgency, heartburn and depression. Concomitant products included oral contraceptive nos from 2011 to 2015 for menstrual cycle management as well as ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal & menorhagia)"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced irritable bowel syndrome ("irritable bowel syndrome (ibs)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), infrequent bowel movements ("low bowel movements / abnormal bowel movements"), abdominal pain upper ("abdominal pain / constant, severe abdominal pain / severe stomach pain"), complication of device removal ("complications from essure removal procedure") and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, menorrhagia, endometrial ablation, female sexual dysfunction, dyspareunia, fatigue, irritable bowel syndrome, headache, nausea, weight increased, complication of device removal and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, infrequent bowel movements, urinary tract infection, migraine, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, fatigue, female sexual dysfunction, headache, infrequent bowel movements, irritable bowel syndrome, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6)2013: total bilateral occlusion. Pathology test - on (B)(6)2015: 1. Right fallopian tube, no pathologic diagnosis. 2. Left fallopian tube. No pathologic diagnosis and coil. Uterus and cervix.: chronic cervicitis. Subserosal leiomyoma. Proliferative: endometrium. Extensive adenomyosis. Endometriosis on me serosal surface. There is essure coil embedded in the right side of the myometrium. Ultrasound scan - on (B)(6)2015: essure coil seen within the fundus endocanal. Left essure coil appears in the cornu. Bilateral ovaries, cervix, adnexal, uterus. Essure coil in fallopian tube.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs : female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, change of bowel habit, device expulsion, uterine perforation, urinary tract infection, migraine, headache, nausea, weight increased, abdominal pain, ablation and complications from essure removal procedure, ¿concerning the injuries reported in this case, the following one were described in patient¿s mr : device embedded . Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia , abdominal pain & device embedded were added. Outcome updated, lot number added, historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.